Manufacturer narrative:
(B)(6) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 1 ampoule (without pouch). Analysis and results: as no batch number is available the batch manufacturing record cannot be reviewed. We have received an unopened ampoule that has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Final conclusion: taking into account that the result of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959 when additional information becomes available a follow up report will be submitted.

Event description:
It was reported ampoule leakage. The reporter indicated that when opening the package it was noticed the ampoule was already opened and leaking. The product was not able to be used. No other information has been provided.